Event description:
The customer was unwilling to provide the patient's information.

Event description:
The customer reported a cassette leak after a "centrifuge high pressure" alarm, and a leak at the pressure sensor level. Patient information is unavailable at this time. This report is being filed in response to the customer filing a sae report with their local regulatory authority.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. Root cause: based on the evaluation of the set, the operator may have inadvertently clamped the wrong line, which then resulted in the centrifuge pressure high alarm. If the tubing to the channel is clamped during set unloading, this can result in excess pressure generated inside the cassette, which can lead to the rupture of the pressure sensor diaphragm.

Manufacturer narrative:
(B)(4). Investigation: the trima set was returned for evaluation. Upon visual inspection, the cps had burst; the clamps were on the correct lines. Investigation evaluation and corrective actions are in process. A follow-up report will be provided